Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another medication via an implanted pump. The patient mentioned novocaine for the other medication but stated that she didn¿t know for sure. The indication for pump use was spinal pain. On (B)(6) 2017 at 10 am the patient was not able to get a bolus using the ptm (personal therapy manager) and she was going through detox. It had been 6 hours since ¿the pump gave out¿ and she had been going through detox. The symptoms had come on suddenly. She was seeing an 8476 (motor stall) code on the ptm and had not heard a pump alarm. She last saw her hcp (healthcare professional) last thursday for a pump refill. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is no longer applicable for this event corrected information: recall, notification, and the correction number z-0497-2013 are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-nov-2017 from a company representative who reported that the pump logs were checked and showed a motor stall occurred message on (B)(6)2017 with a motor stall recovery occurred message on (B)(6)2017. An MRI and magnets had been ruled out as a cause for the stall and recovery. Per the patient, at the time of the stall, they were coming back home from church and there was nothing out of the norm. The patient had received a new cell phone on saturday and had been carrying that on the opposite side of where their pump was located. The patient had been experiencing pain, but did not recall the exact date the pain started, but it was sometime this week. The pump was delivering fentanyl (715 mcg/ml at 119.82 mcg/day) and bupivacaine (48 mg/ml at 8.04 mg/day). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jun-11 indicated that their device suddenly stopped working, so that was why they replaced it on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-apr-2018 from a consumer and company representative who reported that the patient was seeing an 8476 (motor stall) code on her ptm (personal therapy manager) which began on (B)(6) 2018 and she was hearing a 3-toned pump alarm. On (B)(6) 2018, she had a return of pain from her back down to her feet. The patient could tell that she was going through withdrawal. She had not been around any strong emi (electromagnetic interference) or magnet recently. The patient¿s pump was last refilled on thursday ((B)(6) 2018). Per the patient, when her pump had the motor stall before, they said she didn¿t need to do anything about it, but now it was happening again. No furthercomplications have been reported as a result of this event.